Event description:
It was reported that the patient was dissatisfied with his previous inflatable penile prosthesis (ipp) and placement of tubing. It was found that the left cylinder had aneurysm. A surgical procedure was performed during which the entire system was removed and replaced. No patient complications were reported.